Event description:
The generator that was opened and not used was received by the manufacturer for product analysis. Various electrical loads were attached to the generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained. The generator performed according to functional specifications per electrical tests. Visual examination revealed that the bottom of the septum was damaged by setscrew being backed out too far and there were pieces of silicone rubber in the hex head of the setscrew. There were no adverse functional, mechanical or visual issues identified with the returned generator. No further relevant information has been received to date.

Event description:
It was reported that during an initial generator implant surgery high impedance was detected. The surgeon reportedly attempted to re-insert the lead pin into the generator several times and examined the lead. The surgeon also reportedly irrigated and removed/re-inserted the pin. The generator was tested with a test resistor and impedance was within normal limits. The surgeon made the medical decision to replace the generator and the high impedance was resolved. Design history records were reviewed for the generator and the generator passed all specifications prior to distribution. The generator that was opened, had high impedance detected, and not used was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.